Event description:
End user states the scooter had the batteries replaced in late (B)(6) 2014. End user states that the scooter intermittently shuts off in drive mode and that it still does this with the batteries replaced.